Manufacturer narrative:
This occurred on an unspecified date in the week of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking; further described as ¿it appears the fluid leaks around and out of the sides of the blue valve¿. About 15 mls of fluid was lost before the set was disconnected. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, a crack was observed in the blue cap. Clear passage testing was performed and no blockage was found. Pressure testing was performed and a leak was observed at the blue cap. The reported condition was verified. The cause of the reported problem was determined manufacturing issue. Additionally, there are current prevention measures related to this failure mode include training: assembly sequence, operator certified and setup/verification as well as detection controls which include in-process inspections, periodic checks (functional test) and 100% visual inspection by manufacturing personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.